Event description:
This is a spontaneous case report received from a pharmacist in (B)(4) on (B)(4) 2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) lot number c35389, inserted on (B)(6) 2015. During essure placement, in the operating room, the device did not release at the right time. On device withdrawal the metal wire unraveled and the plastic sheath broke into the uterine cavity and there was a need to removal with pliers. The procedure was stopped and bilateral placement was not performed. Reporter stated consequences for the patient were the implants not placed and spasms of the uterus. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, the device did not release at the right time. On device withdrawal the metal wire unraveled and the plastic sheath broke into the uterine cavity. Procedure was stopped and bilateral placement was not performed. Additionally, spasms of the uterus were reported. All reported events were considered non-serious and are listed according to essure's reference safety information, except for the plastic sheath broke into the uterine cavity, interpreted as device breakage, and spasms of the uterus which are unlisted. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis will be requested to further evaluate the reported events; nevertheless since they occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
Follow up information from 29-may-2015: nca numbers provided ((B)(4)). Follow-up received on 16-jun-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c35389; production date: mar-2014; expiration date: 31-mar-2017. Premature deployment/detachment is defined as the expansion of the outer coils of the micro-insert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use (IFU). Several factors can contribute to a premature deployment/detachment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the insert's grip on the delivery wire, and potential manufacturing deficiencies. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. If product is returned at a future date, a child complaint will be opened to investigate the device. Typically, we would inspect the landing area of the delivery wire, the length of release ribbon, and the inner diameter of the distal end of the delivery catheter. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibilities of a premature deployment/detachment event or implant breakage during the procedure are anticipated events. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, the device did not release at the right time. On device withdrawal the metal wire unraveled and the plastic sheath broke into the uterine cavity. Procedure was stopped and bilateral placement was not performed. Additionally, spasms of the uterus were reported. All reported events were considered non-serious and are listed according to essure's reference safety information, except for the event spasms of the uterus which is unlisted. The event the plastic sheath broke into the uterine cavity, interpreted as device breakage, was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, a product technical analysis will be requested to further evaluate the reported events; nevertheless since they occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. This case was considered an other reportable incident as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
Follow up information received from the pharmacist on (B)(6) 2015: patient had a small subserosal fibroma in the uterus as concomitant condition. She was on contraception under cerazette during essure procedure which was done under general anesthesia with bettocchi technique. Essure was inserted for sterilization (sterilization procedure). During the procedure, left and right ostia were seen. On the left, the removal of the insert was done by pulling firmly. After checking all the pieces of the left insert, the totality of the insert was found with 3 pieces of the plastic sheath and the metal wire untwisted still on the delivery catheter. Physician tried to place the insert on the right but there was resistance at halfway of the placement. After discussion, the patient wanted definitive ligation with immediate effect via minilaparotomy, which was performed on (B)(6) 2015. No further information will be available. Case considered closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, the plastic sheath broke into the uterine cavity (left insert was found with 3 pieces of the plastic sheath). The pieces were removed. Sterilization was completed via mini laparotomy (regarded as an alternative contraceptive method due to essure insertion failure). The reported event was considered non-serious and is anticipated (listed) according to the product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, considering the event occurred in association with essure placement procedure, causality with the suspect insert cannot be excluded. Additionally, other non-serious events were reported. This case was considered an other reportable incident as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.